Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was the caller indicated that the patient had a replacement remote because of connection issues with the ins. The patient reported that the new remote is worse than the old remote. The remote in some instances does not find the implant, the remote turns up stimulation on its own, and it "locks in and out". The patient indicated that sometimes it takes an hour of resetting or working with the remote to get it to perform the desired function. The patient indicated that they had instanced when it felt like stimulation was changing but at that time were not able to connect to the ins with the remote to check the status of stim. The caller indicated that the remote was working appropriately at the time of the call. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information. The caller indicated that they made programming changes today so they were going to see how the patient's perception changed and if they continued to have instances of increasing stimulation.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.